Event description:
The customer obtained a falsely depressed tacrolimus (tac) result on a dimension exl 200 instrument. The result was not reported to the physician(s). The customer used the same patient sample and instrument to perform repeat testing and noted the results were higher and considered correct. The customer reported the 6.6 ng/ml result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed tac result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted that quality control (qc) was in range. The customer informed siemens of a precision issue with tacrolimus (tac) results and provided one patient sample (sid (B)(4)) as an example. Siemens noted that a customer service engineer (cse) was dispatched to the customer site. The cse performed troubleshooting and replaced the ultrasonic mixer, cuvette assembly, syringe for reagent probes (r1 and r2), and sample probes. The cse checked alignments, including the temperature, vacuum, lamp, and photometer. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00114 on 28-apr-2022. Additional information (16-may-2022): siemens reviewed the information provided. The potential cause of the falsely depressed tacrolimus (tac) result is a malfunction of the metering pump motor leadscrews. The dimension exl 200 instrument was performing as specified post-service repairs. The customer did not observe a recurrence. The instrument is operational and required no further evaluation. Siemens updated section h6 (investigation conclusions) to include a new code.